Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed because the usb port was contaminated (looks like moisture damage). Pictures were taken. Receiver charged and will boot was performed and failed because the receiver does not power on. An internal visual inspection was performed and failed due to moisture damage. Pictures attached. The log was not downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.